Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total hip replacement the surgeon implanted a 58mm 3 hole shell. He chose to trial a size g-36 neutral liner for the shell. After trialing, and upon removal, it was determined that the trial liner was broken around the screw. No adverse events have been reported as a result of the malfunction. Attempts were made to obtain additional information; however, none was available.